Event description:
Power port originally placed (B)(6) 2014 for immunoglobulin therapy. To surgeon's office (B)(6) 2016 when activase failed to get port working again. On (B)(6) 2017 non-functioning power port found fractured after incision made to remove old one and insert new one. Distal portion seen by c-arm still in rt atrium and extending into ventricle. Sent from outpatient surgical center to hospital radiology department, where it was removed by interventional radiologist. Immunoglobulin infusions not carried out at this hospital. May have received at (B)(6).